Manufacturer narrative:
This event occurred in (B)(6). Based on the data provided, a general reagent issue can be excluded. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable elecsys ft3 iii results for 1 patient sample on a cobas e 801 module, serial number (B)(4). This medwatch covers the alleged results for the ft3 assay. Please refer to medwatch (B)(4) for the alleged ft4 assay results. See highlighted section of attachment "(B)(4)" for patient results. The results were reported to the patient's physician, who requested the sample test be repeated.